Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a chronic total occluded lesion in the superficial femoral artery with heavy calcification and no tortuosity. Following difficulty accessing the lesion proximally due to the patient anatomy, a retrograde approach was made. A micro-puncture needle was placed and a high-torque command 18 guide wire was advanced; however met resistance with the lesion and the tip buckled. On attempting to remove the guide wire, resistance with the micro-puncture needle was met and the guide wire became stuck. The micro-puncture needle and the guide wire were removed from the anatomy as a single unit and access was lost. An additional micro-puncture needle was placed and an additional unspecified guide wire was advanced; however, also failed to cross the lesion due to the anatomy. While there were no adverse patient effects and no clinically significant delay in the procedure; as the procedure was ultimately unsuccessful in treating the chronic total occlusion, further surgical intervention with the possibility of amputation has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported collapse (buckled) was able to be confirmed as the tip was noted to be bent. The reported difficulty to remove was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was advanced resistance was met with the heavily calcified anatomy resulting in reported failure to advance. Interaction and/or manipulation of the device resulted in the reported collapsed tip/noted bent tip thus compromising the device; thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.